Manufacturer narrative:
Corrected b4 and h4. Updated h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-apr-2022 to 22-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that device has unexpected database error due to an unapproved knowledge base was installed on the station. A technical support specialist uninstalled kb5033688 to resolve this issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medstation es system has unexpected database error, preventing user log into the station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device has unexpected database error due to an unapproved knowledge base was installed on the station.a technical support specialist uninstalled kb5033688 to resolve this issue.the system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system has unexpected database error, preventing user log into the station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.